Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing, calibration, functional testing without duplicating the report. An internal inspection found no discrepancies. The smart pneumatic module was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "compressor failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.